Manufacturer narrative:
Customer reported the device was discarded. The root cause of the leak can not be determined without analysis of the device.

Event description:
On (B)(6) 2023, ECMO was initiated and a nautilus smart oxygenator began leaking blood from the gas exhaust port. The oxygenator continued to flow and oxygenate. Within 30 minutes the oxygenator was changed out. It was estimated that the oxygenator leaked approximately 60 to 100ml of blood.